Manufacturer narrative:
Codman has requested the device for evaluation. Upon completion of the investigation a follow up report will be filed.

Event description:
Contact reports there were 11 strips instead of 10 in the package.